Event description:
Upon review by the manufacturer's investigation unit, the aviva meter showed signs of an electrical short. The display has a crackled appearance and a very small yellow splotch in the center of the display. Meter also has a smoke odor. No adverse event reported. Suspect device was returned and replacement sent.